Event description:
The patient daughter called in to report that her mom had 2 v-go devices in which the needle released on its own. The patient daughter stated that the first incident occurred on (B)(6) 2019, and the second incident occurred today on (B)(6) 2019. The patient was wearing the v-go on her abdomen area. The patient daughter mentioned that her mom was able to reinsert the v-go back on to her body the one she was wearing today. Vcc advised the patient daughter to have her mom replace the v-go with a new filled v-go.